Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of the system revision due to infection. Reportedly, the incision site did not heal as the patient was touching and scratching the wound. There were no additional adverse patient effects reported. The sicd was explanted.